Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital due to low back pain and ¿not taking meals.¿ while hospitalized an alert triggered due to high rate non-sustained episodes, the sensing integrity count was noted, and the lead displayed t wave over-sensing. It was also reported the patient is deceased and the physician determined the death was not associated with the over-sensing and was due to an unrelated cause. There were no patient complications associated with the complaint.